Event description:
It was reported that a staff member sustained a fracture of a finger when the elevated head of a stretcher suddenly fell onto their hand. Reportedly, the staff member was off work on workman's comp but has since returned to work with no permanent impairment. The risk manager and the staff member's supervisor have related that the incident was a result of operator error.